Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as blue and white residue on the light guide - however, the foreign material in the nozzle was unable to be further specified. No physical damage was observed on the location where the foreign material remained, it was presumed that the suggested event may have been caused by the use of third-party product (evotech aer) owned by the user facility; however, there was no confirmation of deviation from the instructions for use during reprocessing training, and the suggested phenomenon did not occur. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the reported issue was suspected to be due to problems related to reprocessing. The additional evaluation findings are as follows: the bending section cover glue had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had blue and white residue on the scope that seemed to be cleaned off when wiped with alcohol; however, the blue and white residue reappeared after sitting overnight. The customer swapped out everything on their evotech, had the device serviced/inspected, tested the residue and evaluated their supplies. The issue was found during preparation for use. There was no reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information from the olympus endoscopy support specialist (ess) in-service dispatch. An olympus endoscopy support specialist (ess) was dispatched to the customer site to observe the cleaning processes performed at the user facility. Staff completed proper bedside cleaning and manual cleaning. The facility uses an asp evotech automated endoscope reprocessors (aer) for reprocessing endoscopes. This company/machine allows for modified manual cleaning. Staff leaks test, wipes scope, brushes the scope and rinses external services prior to being placed in the aer. Customer uses boston scientific koala cleaning sponge with pure enzymatic embedded in the sponge for precleaning. Steris prolystica enzymatic is used for manual cleaning. The aer uses asp cydezyme xtra enzymatic and cidex opa concentrate for the disinfectant. According to the users, the blue residue would not be present until after the scope had gone through the aer for cleaning and disinfection. The customer had the unit serviced and has not seen the blue residue on the scopes since the machine was serviced, over a month ago. The scopes that were sent to olympus for service were sent as a precaution to make sure the scopes were not damaged and there was no residue in the channels. Customer completing proper bedside and manual cleaning. No action need at this time. Service completed on aer seems to have resolved the issue. Customer was advised if they see the issue again to please contact ess.